Event description:
It was reported that during filing of medical fluid into the cassette, leakage occurred from the part where the cassette and the tubing were connected. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be complete. No product sample was received; therefore, visual and functional testing could not be performed. However, two pictures were sent by customer, during the analysis conducted it could be observed that in both pictures a drop is fleeing from the seal of the tube and the bag; the complaint is confirmed. A more thorough investigation could not be performed because no samples were provided. Root cause investigation and corrective actions will be follow by CAPA process, through CAPA-(B)(4) open on (B)(6) 2020.

Manufacturer narrative:
Other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report is no longer considered reportable, please disregard any MDR reports associated with it.